Manufacturer narrative:
On the initial MDR report subtype was selected "30 day" . On the initial MDR report subtype should have been "death report" . On the initial MDR "required intervention to prevent permanent impairment/damage(devices)" was incorrectly selected. On the initial MDR only "death" should have been selected.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.